Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9605) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual inspection confirmed the female luer lock was detached from the tubing on two of the three returned samples and the third sample showed the male luer lock detached. All three appeared to be due to a lack of or insufficient amount of solvent. This is possible due to the assembly machine not being purged of air as is required at start of shift or new work order. As a corrective action, the routing test on the work orders has been updated to include purging instructions with a sign-off field. The device history record was reviewed with no issues present. Review of the complaint database indicates this is the second reported separation issue for this subassembly in the last 24 months. Smiths was able to confirm the issue and determine a possible cause. Work orders were updated, and the issue is being monitored for trend. No additional action necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated, that the tubing disconnected on the arterial line. No patient injury or treatment was reported for this event.